Event description:
The customer reported that "during afib ablation using safesept for transseptal approach, strange "artifact" appeared on intra cardiac echo along side and at tip of needle. System removed. A long piece of braided steel was seen sticking out of transseptal needle/sheath . No harm to patient. Entire system discarded.

Manufacturer narrative:
The device was received for evaluation on 02/26/2015; it is in the process of being analyzed. Once the investigation has been completed this complaint will be updated with a f/u medwatch report.